Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted faster than expected. Reportedly, the battery gauge went from 100% battery life to 10% battery life within 20 minutes. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.